Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the suction irrigator tip fell into the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator fell into the patient. The tip was retrieved during the same procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was performing a pelvic dissection when the tip fell. The fragment was retrieved laparoscopically and no additional procedure was required to remove the fragment piece. The surgeon does not know why the fragment came off as the piece immediately came off as the instrument was in use. There was no injury to the patient. The instrument will be returned for failure investigation.